Event description:
The patient underwent a laproscopic vaginal hysterectomy. The procedure went well, except it was noted that the uterus had multiple calcified fibroids that were difficult to morcellate. The patient had a 12-13 cm fibroid uterus. Post op was essentially uneventful. Patient did have a temperature spike to 101 degrees fahrenheit on postoperative day 1 but was fine after that. Patient stayed in hospital for two days because of temperature spike. After 7 days the patient felt great and went back to work. Then on postoperative day 11, the patient presented to emergency room with severe abdominal pain and was admitted by the on call m.d. The following morning it was noted that the patient had an acute abdomen. Patient was immediately taken back to surgery. On entering the abdomen it was noted that the patient had a severe peritoneal infection with large amount of pus and odor. A mass was found near the descending colon and was felt to be a possible diverticulum rupture. The surgeon did a partial colectomy with colostomy. Pathology revealed that the mass was a small, less than 1cm, uterine wall encapsulated by the infection. Post operatively the patient has done fine with the colostomy, which has been scheduled to be removed.